Event description:
Additional information received reported that the entire device system was explanted. The reporter was unsure of patient status or outcome. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was noticed to be dry heaving with difficulty breathing with fever of 101 on (B)(6) in the pm, was given tylenol and the following morning the fever had resolved. This occurred nightly for one week, with one episode of a dry cough that was noted. The patient presented to the emergency department (ed) with two weeks of fevers and one week of neck pain. The patient was given tylenol to bring down the fever. It was thought it was likely a viral illness. The day after the ed visit the patient's mother was taking the patient's shirt off, when she noticed the patient would "tense up" when his neck was flexed. The fever continued. The pcp who drew blood said it was normal and said it was likely viral. The pcp gave amoxicillin 7.5ml twice a day for 10 days to treat empirically in case of pharyngitis. The patient continued to have a fever of 100.9 and was brought to the ed. The patient had more spasms lately; at baseline three per day and increased to seven per day. He was urinating normally. He did not have a rash, no sick contacts or tb contacts and no recent travel outside USA. While the patient was in the ed, the side port was tapped and cerebrospinal fluid was sent which confirmed the diagnosis of bacterial meningitis. The patient was evaluated in the ed and the decision was made to admit the patient to the hospital inpatient service because of the "concern for bacterial meningitis or other bacterial infection causing fever." The pump was explanted. The patient was getting better and received a three week course of IV antibiotics. The patient was receiving intrathecal baclofen therapy.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product type: catheter. (B)(4).